Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 23 alarms noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump have issues on pressing buttons. Customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. The customer stated that insulin pump had pump error alarm which was able to clear and rewind the insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.